Manufacturer narrative:
(B)(4). E1 initial reporter state: (B)(6).

Event description:
It was reported that there were excessive vibrations test prompts. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - correction. G6 type of report - additional. H2: follow up type - additional.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.